Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose level.

Manufacturer narrative:
B5, h6 medical device problem code 1476 ¿ removed, h6 medical device problem code 1503 ¿ added b5, h6 medical device problem code 1476 ¿ removed, h6 medical device problem code 1503 ¿ added.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump battery was unresponsive. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.